Event description:
It was reported that the customer had two issues this week with defective foley catheters. The first one had a small leak. The second one had a balloon that broke. Per follow up made on 12mar2021, initially it was reported that the balloon burst on the second patient but instead when tested and noted, the balloon was intact and the leak was inside the balloon and no pieces were missing. The second one was inflated with 80ml of saline water. Per additional information via email on 17mar2021, customer mentioned that they had one more balloon burst. Per additional follow up information received on 20mar2021, there was no missing pieces from this balloon and 80cc fluid was inflated with saline. No medical intervention was reported other than patient inconvenience.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. An amber 2-way foley catheter was returned opened without original packaging. The catheter balloon was attempted to be inflated with 80 ccs of di water using a luer lock syringe. Water began to spray from the drainage eye during inflation. Lumen to lumen leakage is the cause of the reported event. The product does not meet specification, as it would fail functional leak testing. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had two issues this week with defective foley catheters. The first one had a small leak. The second one had a balloon that broke. Per follow up made on (B)(6) 2021, initially it was reported that the balloon burst on the second patient but instead when tested and noted, the balloon was intact and the leak was inside the balloon and no pieces were missing. The second one was inflated with 80ml of saline water. Per additional information via email on (B)(6) 2021, customer mentioned that they had one more balloon burst. Per additional follow up information received on 20mar2021, there was no missing pieces from this balloon and 80cc fluid was inflated with saline. No medical intervention was reported other than patient inconvenience.